Event description:
Customer reported receiving a no delivery alarm on the insulin pump while filling the cannula. Through troubleshooting it was noted that the issue may have been with the infusion set. Customer's blood glucose reading at the time of the call was 205 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.